Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was not holding a charge. Reportedly, the pump was charged to 100% and when it was unplugged, the battery jumped down to 20%. Tandem technical support offered to troubleshoot the issue, however, the contact reported that the issue was resolved without troubleshooting and declined further assistance. The customer's blood glucose level was 118 mg/dl.